Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-15. H6: investigation summary three photos and one unused representative sample were received by our quality team for evaluation. The photos were subjected to visual inspection to check for foreign matter. One white, loose foreign matter was observed on the cannula tip, however, the photos were too zoomed out for evaluation of the foreign matter appearance and type. The sample was subjected to visual inspection to check for foreign matter. No foreign matter was observed on the catheter and cannula. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the actual sample with foreign matter was not returned for foreign matter type identification through fourier transform infrared spectroscopy analysis, the actual foreign matter source could not be identified, and the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 20 bd insyte¿ IV catheter needles had foreign matter on them. The following information was provided by the initial reporter, translated from chinese to english: "when open the package, there was foreign matter on the needle point."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd insyte¿ IV catheter needles had foreign matter on them. The following information was provided by the initial reporter, translated from (B)(6) to english: "when open the package, there was foreign matter on the needle point."